Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and button error alarm. The customer¿s blood glucose was 82 mg/dl at the time of incident. Customer stated that the insulin pump display was blank after exposure to moisture. Customer reported that display remained blank even after the insulin pump restarted. Customer also reported that the insulin pump alarmed button error and confirmed that time is advancing and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 68 and keypad anomaly due to blank display.